Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap ventral/umbilical hernia repair according to the reporter: between march 2003 and august 2013, 334 pts were operated on laparoscopically for ventral and/or umbilical hernia, with application of a partially absorbable composite mesh. When 166 pts were obese (bmi [(B)(6)), 71 presented with severe obesity (bmi (B)(6)) and 8 were super-obese (bmi [(B)(6)). Out of 70 pts (29 men, 50 women) treated laparoscopically, 43 presented with umbilical hernias and 36 ventral hernias. Mean pt age was 51.8 years for men and 52.7 for women. Mean bmi was 50.83 kg/m2 ((B)(6) for men, (B)(6) for women). Postoperative follow-up was 18.10 months (1-84 months) and recurrence rate was 3.8 percent (3 pts). This is for one of the three recurrences. Citation: marx l, raharimanantsoa m, mandala s, d'urso a, vix m, mutter d. Laparoscopic treatment of incisional and primary ventral hernia in morbidly obese pts with a bmi over 35. Surg endosc. 2014 jul 10. Procedure: laparoscopic ventral and/or umbilical hernia repair.